Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 3006705815-2019-04621. It was reported that patient was unable to set the ipg into MRI mode. Surgical intervention may take place to address the issue.